Event description:
The user facility reported a complaint to customer service on 29-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The user responded to customer service good faith effort questions on 29-jun-2021 and the user stated that the event was reported to occur during use and there were no accessories used. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 02-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the image was dark and documented the following inspection findings on 07-jul-2021: distal body chip at channel opening at thinnest part, passed dry leak test, passed wet leak test, image oversaturation blue or grey dots, fluid invasion not observed in pve connector, fluid invasion not observed in control body, ccd circuit board eprom failure. The device underwent replacements for the following components: o-rings and seals, distal end assy with tubes, distal attaching plate, distal attaching screw, segment attaching screw, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, angle wire, electrical connector assy, ccd-m w/drive pcb pb-free, rl lock knob, side body cover attaching screw. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 28-oct-2016. The endoscope was approval by final qc on 27-jul-2021 and is pending delivery to the customer.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.